Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to distal end leakage while the user was handling the device, leading to water invasion of the scope connector. Due to the invasion, an abnormality of electronic parts occurred which led to the suggested event. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): -inspection of the endoscopic image the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: light cover glasses chipped, glasses adhesive worn, distal end adhesive leaking, distal end adhesive worn, bending rubber worn, insertion tube has mechanical damage, plug body production labels damaged. Scope connector excessive fluid ingress, low angle, knobs play, electrical safety test failed. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had error code e315 unsupported scope was evident during maintenance. There was no report of patient harm or user injury associated with this event.